Event description:
It was reported that the customer had low blood glucose levels (71 mg/dl). Customer was attempting to input his blood glucose level into the pump, but did not know how to do that without delivering a bolus. Customer delivered a one unit bolus when it was not needed. Customer drank orange juice to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.